Event description:
Nellcor puritan bennett received a report of no audio on power up or with alarms for a n-395. During preventive maintenance the biomedical engineer determined that the speaker had been removed from the unit.

Manufacturer narrative:
Nellcor puritan bennett confirmed that the unit originally had a speaker present from a review of the device history records. The speaker had been removed from the unit by the facility.